Event description:
Spontaneous. Patient's home health nurse reported the curlin pump used to infuse the gamunex-c was giving error/beeping noises such as air in the line. She tried removing the curlin tubing to assess for kinks, wiped down the pump, and did other trouble shooting and it still gave error messages. She was able to infuse the med via gravity. She asked for a new pump to be sent but rx is out of refills. Advised that we can send a new pump when rx is approved. She verbalized understanding and had no further questions. No missed dose or adverse event reported. Pump available for return. No further information. Reported to (B)(6) by: health professional.